Manufacturer narrative:
Analysis found that the motor was noisy and the drill was vibrating. The collar lock was also damaged. The device was repaired, cleaned and tested and passed manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that a handpiece was chattering during the procedure. There was no patient or staff impact.